Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the patient wanted a new ins battery and hadn't charged in months. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient was scheduled to be seen on july 2nd with their recharger equipment to troubleshoot. The patient was scheduled for surgical intervention on july 10th. No symptoms were reported. No further complications were reported or anticipated.